Event description:
Clinician reported, "(device was) intermittent, hurt a pt yesterday. Bad solder joint, intermittent electrical contact. Pt woke up partially paralyzed."

Event description:
Received add'l info, and review of original per #123790 - medwatch report #1045254-2001-00010 indicates that a pt injury did not occur per attending surgeon. Amended medwatch report filed with FDA.